Manufacturer narrative:
Risk assessment; the lot # was not provided nor the device was returned for evaluation therefore the device history review and the complaint history review cannot be performed. Possible root causes of the reported event may be inserter loosening during surgery, overtightening the screw, interaction between cage/screw/inserter, excessive pivoting or angulation on the screwdriver while attached to the screw.

Event description:
It was reported that the screw implanted on (B)(6) 2015 backed out and revision surgery did on (B)(6) 2017.

Event description:
It was reported that the screw implanted on (B)(6) 2015 backed out and revision surgery was done on (B)(6) 2017.